Manufacturer narrative:
The returned ICD was visually inspected after its receipt, and no irregularities were found. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could therefore not be read out. In the next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected in the process. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path. The damage to the module consequently led to a permanently increased current uptake and, subsequently, to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, which result in a low-ohmic contact of the high-voltage conductors. There were no indications of a ICD malfunction.

Event description:
A review of data showed that the FDA report for the lead was inadvertently not sent. After an implant time of about 20 months, it was reported that this ICD could no longer be interrogated after an inappropriate shock and was explanted and replaced. The rv lead was also replaced. The lead was connected to iforia 3 hf-t df-1, sn (B)(4).